Event description:
A malfunction alarm, specifically malf 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, and after the reset, the malfunction did not recur. The customer was informed they could continue using the pump and to reach out again if the issue persisted, which the customer acknowledged and understood.